Manufacturer narrative:
This event was learned from implant patient registry. Through follow-up with the health-care provider, additional information was received. The operative report was also requested, however, it is not availble without patient authorization. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was learned that the device was explanted after an implant duration of 21 months, as there was severe degeneration caused by stenosis and regurgitation. No other details were provided.